Manufacturer narrative:
Philips service sent a replacement os disk; unclear if device restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc intermittently failed to start; os disk defect on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.